Event description:
Litigation alleged the patient has suffered pain, disability, physical impairment, aggravation of a pre-existing condition and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Medical records received. After review of the medical records for MDR reportability, regarding the right hip, the revising surgeon indicated in his preoperative summary that the patient had elevated serum cobalt greater than 12 (no units given) and an MRI demonstrating lateral fluid collection with abductor tendinopathy, but also no pain in the right hip. Added elevated metal ions harm and asr sleeve and stem to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.